Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# unknown, implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that one of the patient's leads migrated. There were no external factors noted to be contributing to the lead migration. An x-ray was performed which revealed lead migration. The patient was reprogrammed which resolved the issue. No surgical intervention was planned or performed.